Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient¿s lead migrated out of the epidural space, as confirmed by x-ray. As a result, the patient underwent lead revision on (B)(6) 2017. Effective therapy was restored post-op.